Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged guidewire is confirmed; however, the exact cause is unknown. One guidewire and one microintroducer were returned for evaluation. An initial visual observation showed the guidewire was returned in two segments and had apparently been cut. A severe bend was observed near the distal end of the guidewire, and the proximal tip of the guidewire was observed to be damaged. A microscopic observation revealed several of the most proximal coils of the guidewire were bent and disjointed but connected to the weld tip. While the exact cause of the damage observed in the returned guidewires is unknown, possible causes include damage during manufacturing, packaging, handling, or use. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported the guidewire fails to pass through the vascular sheath. On (B)(6) 2025 it was found during an investigation several of the most proximal coils of the guidewire were bent and disjointed.